Event description:
During cardiopulmonary bypass surgery, the user observed that the reinforcing wire was exposed through the outer layer of material of a three stage venous return cannulae. This was observed as the cannula was being removed. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.